Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon post operatory, it was discovered that this right ventricular (rv) lead micro-dislodged. It was confirmed because there was no ventricular capture at maximum output. A surgical procedure took place to reposition the rv lead. The rv lead remains in service. No additional adverse patient effects were reported.